Event description:
This report is being filed after the subsequent review of the following journal article, ¿comparison of low, multidirectional locked nailing and plating in the treatment of distal tibial metadiaphyseal fractures.¿ yong, l., et al (2012, february, 7). Using the database and the medical records (between september 2007 and october 2009), 23 patients treated with low, multidirectional locked nailing (expert tibial nail,synthes) were matched to 23 patients treated with closed reduction and minimally invasive plating on the basis of gender, age (±3 years), injury severity score, and fracture pattern (ao classification). Median age in group a was 37 (range 21¿56) and in group b was 39 (range 23¿59) male:female ratios were 18:5 and 18:5, in groups a and b, respectively. These patients were treated with the new low, multidirectional locking nails (group a) or locking compression plates (group b). Trauma radiographs were used to determine the location and ao classification of the fractures in the patients selected. In group a, all patients were managed with closed nailing, and the nail was inserted after reaming if necessary. In the closed reduction and minimally invasive plating group (group b), all 23 patients were treated with the anatomically contoured locking compression plates (lcp) and screws. Twenty-one patients in group a and 19 patients in group b underwent an implant removal before the final follow-up (reason for implant removal not reported). Five patients in group a reported occasional anterior knee pain and discomfort on kneeling, and two patients did not experience complete relief of their symptoms after the removal of the nail. It was noted that knee pain is often an indication for nail removal, but evidence suggests that it is not always beneficial. Conclusions distal tibia metadiaphyseal fractures may be treated successfully with low, multidirectional locked nails or plates. However, low, multidirectional locked nailing may represent a superior surgical option, since it offers advantages in terms of mean operating time, hospital stay, full weight-bearing time and union time. This is report 1 of 1 for (B)(4). This report is for an unknown plate. There is not sufficient information to file multiple reports.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.